Event description:
While the acculink device was being flushed, a kink occurred on the shaft. The physician straightened out the kink. The acculink device was positioned and released in the stenosis area without any incident. The shaft was removed from the patient's anatomy. Then, the physician moved the balloon forward for dilatation. A thick, unidentifiable marker was observed to be in the stent. The marker was determined to not be the marker from the balloon because the balloon had been located in the lock. A snare device was used to recover a 6 cm long piece of wire, along with a tip end of the acculink.